Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a leak where the patient line meets the cartridge. The customer delivered boluses with meals and did not check their blood glucose level. The customer experienced an elevated blood glucose (bg) level as high as 600 mg/dl with diabetic ketoacidosis (dka). It was noted that the customer did not know their bg level was elevated until emergency services were called. Reportedly, the customer was hospitalized on (B)(6) 2016 and the bg level was treated with intravenous drip of insulin. The customer was able to load a new cartridge. A follow up with the customer indicated that the customer was released from the hospital on (B)(6) 2016. The clinical diabetes specialist indicated that the customer would be on manual injections when released from the hospital.